Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 14th nov 2025, it was reported by a distributor via an email that for 1 unit of ar-3638, knotless fibertak¿ with #2 suture (5-box), the fibertak passing suture was stuck during the suture passing process. It was then broken while given extra force to pass in the bankart repair. This was detected during an arthroscopic bankart repair on (B)(6) 2025. The procedure was completed successfully by using additional fibertak. There was no patient harm. Additional information: the soft anchor was left inside the patient, but no further surgery is required for the incidence in the moment.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.